Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder out of phase. We were unable to perform displacement test, operating currents test, self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm. We were unable to confirm encoder signal alarm due to constant motor error alarm during rewind. No cosmetic damage was noted.